Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and replaced the proportional solenoid (psol) printed circuit board (pcb). After serv icing, the ventilator passed all testing per manufacturer's specification and was returned to the customer. The psol pcb was visually inspected with no anomalies observed. The component was connected to a test ventilator. The fault was isolated to component u11. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing the 700 series ventilator was unable to power on. The ventilator was not in use on a patient at the time of the reported event.